Manufacturer narrative:
Batch review performed on 09 june 2023: lot 1909442: (B)(4) items manufactured and released on 23-march-2020. Expiration date: 2025-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director: 3 years and 9 monhts after primary cemented tka the patient feels discomfort and the surgeon deems that the tibial component is loose, so he proceeds to replacement to a constrained device. The report mentions that both the tibial and femoral components were free of cement at removal: this may indicate a problem during cementation at primary surgery, but we have no means to determine what may have happened. There is no reason, from the information received in the report, to suspect a defective device at the origin of this loosening: aseptic loosening is a possible adverse event following tka, described in literature and mentioned in the instructions for use of the device.

Event description:
At about 3 years 9 months after primary, revision surgery performed for cemented tibial tray loosening. No cement attachment observable on the components. The surgeon revised successfully the system to gmk hinge sensitin and resurfaced the patient's patella bone.